Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of fluctuating high blood glucose of 300mg/dl to 1000mg/dl. Troubleshooting found the drive support cap was normal but many motor errors were in the pump history. Troubleshooting also found a battery out limit alarm and a blank display. Customer installed new battery and the display returned. Troubleshooting also advised customer on motor error troubleshooting.

Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents and passed all functional testing including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted. The pump was monitored and no unexpected low battery or battery out limit alarms occurred during testing. No damage was found on the lcd isolation tape during visual inspection and the motor passed the motor test. The pump was received with a cracked reservoir tube lip.